Event description:
During the procedure the x-ray equipment began leaking large amounts of water on the floor, creating a puddle under operating electrical equipment. Source of the leak found to be the "chiller".